Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not yet been determined. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure the video telescope displayed a pink image. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: d9 date returned to manufacturer; h4 - device manufacturer date; device evaluation: the suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the reported ¿pink image¿ and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The investigation also found the fiber composite of the optical fibers to be damaged. This damage was caused by external force and can thus be attributed to user error. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.